Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During two procedures, three capio sutures were broken. The dart detachment occurred both after the capio was deployed and after it was pulled out of the vagina. The suture tensioned and pulled back along the capio handle. Before it broke, the suture was deployed two times from the capio device. The suture had broken on the patient's right side. It broke at the middle of the suture, rather than at the dart. The procedure was completed using a new suture from the same package of 12 units and on the original device. **additional information received on november 6, 2023: clarification was received indicating that only one capio slim device was used in each procedure; therefore, there were only two capio slim devices associated with the reported event.

Manufacturer narrative:
Block h11: correction to blocks b5: describe event or problem and e1: initial reporter. Three reports were originally sent to capture the allegations indicating that over two procedures, three sutures broke after use with a capio slim device. Additional information subsequently received, clarified that only one capio slim had been used during each procedure. Since only two capio slim devices are associated to these events, the reports captured by manufacturer reference 2124215-2023-60153 is determined to be a duplicate of the reports 2124215-2023-60156 and 2124215-2023-60157. Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4. H4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on an unspecified date. During two procedures, three capio sutures were broken. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4. H4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.